Event description:
It was reported that the left monitor on the 9800 sys went blank prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable connector was found loose. The connector was tightened during the service call. The sys was tested and found to be working as intended and put back into service.